Event description:
After submission of the initial MDR product was received on 11/13/2025 it was determined this complaint is not reportable per corpft-140202.

Manufacturer narrative:
(B)(4). Splease disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete. No injury or medical intervention was reported.